Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.

Event description:
A report was rec'd that alleges that a 12fr suction catheter was inserted 25cm into the tracheal tube but was unable to be extracted. Replacement was required. No incident related medical sequelae was reported.